Event description:
The plaintiff's atty alleges that the pt experienced a cardiac event caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
Code was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.